Event description:
Customer reported the system has wires outside the housing, and the camera cover is loose. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and placed the wires inside the housing, and replaced the camera cover. System operates as intended.